Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking during reprocessing. There was no report of patient harm associated with this event. During inspection of the returned device, there was glue missing around the forceps cover and mechanism lid. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined there was a huge leak from the guide pipe joint. In addition to the finds, the ultrasound probe was loose. The distal end of the device surface was damaged and light peeling of glue on the edge of pink probe. The bending section cover adhesive was cracked. All switches were not functional. The guide pipe joint was loose and leaking. The control body had water invasion and corrosion. The play of the angle knob was loose. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
Update: h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.